Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: pending. This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) han male patient (as reported). Medical history was not provided. Concomitant medications included metformin and acarbose used for unknown indication. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) via reusable pen (humapen unknown, unknown lot/product complaint pending), 18 iu each morning and 18 iu at night, subcutaneously, for treatment of diabetes mellitus beginning in 2010. Since (B)(6) 2017, approximately seven years after starting insulin lispro protamine suspension 75%/ insulin lispro 25% treatment, he did not inject insulin lispro protamine suspension 75%/ insulin lispro 25% due to a humapen breakdown. On (B)(6) 2017, he measured his fasting blood glucose and it was 16-17 (no units provided). Due to high blood glucose, he was hospitalized to adjust blood glucose. Information regarding further details on hospitalization and corrective treatments was not provided. Outcome for the events was unknown. Insulin lispro protamine suspension 75%/ insulin lispro 25% treatment status was ongoing. The user of the humapen unknown device and his/her training status was not provided. The humapen model duration of use was not provided and the suspect humapen duration of use was about seven years. The action taken with the suspect humapen was not provided and its return status was unknown. The reporting consumer did not know if the events were related to insulin lispro protamine suspension 75%/ insulin lispro 25% or the humapen. Edit 29 june 2017. Case was opened to enter medwatch device fields for device reporting.

Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a male patient reported the injection button of his humapen device (likely a humapen luxura based on patient description) was difficult to push down half a year ago, and the injection button was pressed without force in recent days. In addition, he reported the injection screw could not push the cartridge plunger. He experienced increased blood glucose levels. The device was not returned for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported using the device for about seven years. The user manual states the humapen luxura device has been designed to be used for up to 6 years after first use. The user manual also states if any of the parts of your humapen luxura appear broken or damaged, do not use. There is evidence of improper use. The patient continued to use the device after initially experiencing difficulties and used the device beyond its approved use life. These use issues may be relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6)-year old (B)(6) male patient (as reported). Medical history was not provided. Concomitant medications included metformin and acarbose used for unknown indication. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) via reusable pen humapen luxura burgundy (described as a rosy,metal color) 18 iu each morning and 18 iu at night, subcutaneously, for treatment of diabetes mellitus beginning in 2010. In approximate late (B)(6) 2016 or early (B)(6) 2017, the humapen luxura was noted to be difficult to push down. Since (B)(6) 2017, approximately seven years after starting insulin lispro protamine suspension 75%/ insulin lispro 25% treatment, he did not inject insulin lispro protamine suspension 75%/ insulin lispro 25% due to a humapen breakdown. It was noted that the injection button was unable to be pressed without force and the injection screw would not push the cartridge plunger (lot number unknown/product complaint (B)(4)). On (B)(6) 2017, he measured his fasting blood glucose and it was 16-17 (no units provided). Due to high blood glucose, he was hospitalized to adjust blood glucose. Information regarding further details on hospitalization and corrective treatments was not provided. Outcome for the events was unknown. Insulin lispro protamine suspension 75%/ insulin lispro 25% treatment status was ongoing. The user of the humapen luxura device and his/ her training status was not provided. The humapen luxura model duration of use was not provided and the suspect humapen duration of use was about seven years. The suspect device was not returned to the manufacturer. The reporting consumer did not know if the events were related to insulin lispro protamine suspension 75%/ insulin lispro 25% or the humapen luxura device. Edit 29jun2017. Case was opened to enter medwatch device fields for device reporting. Update 19jul2017: additional information received on 18jul2017 from the global product complaint database. Recoded the device from humapen unknown device to humapen luxura burgundy based on the patient description. Entered device specific safety summary (dsss). Updated the medwatch fields and the european/(B)(6) (EU/(B)(6)) device information associated with pc (B)(4). Corresponding fields and narrative updated accordingly.